Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation in 2006 that an endostat ii electrosurgical unit was used during a procedure (patient age, gender and weight are unknown). According to the complainant, it was reported that "no cauterization - no volume". There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
Visual examination of the returned device revealed that the device appeared to be in good condition. It had various stickers and a plastic adapter dock on the right panel. Functional evaluation found that the device was within expected tolerance. The cause of the reported malfunction is undetermined.